Manufacturer narrative:
The device analysis report is attached. This report is submitted on january 08, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator. The patient was treated with oral antibiotics (specific date not reported). The device was explanted on (B)(6) 2023 and there are no plans to reimplant the patient with a new device.

Manufacturer narrative:
Correction: oral antibiotics was administered as prophylactic; not reportable as previously reported. This report is submitted on (B)(6) 2024.